Manufacturer narrative:
The investigation involved direct communication with the physician in the clinical site as well as the multiple abnormal pulses with error messages indicating poor contact between the applicator and the patient skin ("please verify good contact with skin. If the problem persists, please contact sofwave support "). Upon applicator investigation slight reduction in the efficiency of one of the channels was detected. All other channels were as expected. The system control mechanism behaved as expected in all abnormal pulses and no malfunction was detected. Given the multiple error messages given to the user, it is possible that unintended use error (not having a full contact between the applicator and the skin) could contribute to the event. Several attempts to schedule retraining of the site were unsuccessful. The patient was lost to follow up despite several attempts performed by the clinic. The patient developed a very superficial burn that most probably completely resolved given that she reported the day after that it was improved. Nonetheless, out of an abundance of caution we are reporting this event. The delay in submission was because of the multiple attempts performed to follow up on the patient.

Event description:
A female (age 33), skin type IV under underwent sofwave treatment on (B)(6) 2022 12pm. Prior to treatment topical anesthetic cream was applied for 30 minutes (23%lodocaine/7%tetracaine). Sofwave treatment was applied to the lower face and submental areas, at 4.0j-4.2j, (2 passes with 3 seconds post cooling in continuous mode with 2 seconds interval). Overall, 50-60 pulses were applied during the 20 minutes treatment session. The patient did not complain on discomfort immediately post treatment. Patient started to feel "burning" sensation on the lower face (nasal folds (nlf), chin and submentum) at the evening of the treatment day. At the next day ((B)(6) 2022) blistering was developed and the day after ((B)(6) 2022) she notified the office, that the area was scabbing and peeling. Patient was advised of sun avoidance and to use aquaphor and spf. The clinic scheduled a visit of her to be seen ((B)(6) 2022) but the subject cancelled this meeting saying the condition improved/healed. The clinic physician called her on (aug-22-2022) to come in to be examined with no response from her. Additional attempts to reach the patient and obtain additional information were unsuccessful. Several attempts were done to schedule retraining of the site with no success.